Event description:
It was reported that an ilet user experienced a pairing issue in which the dexcom g7 sensor was paired to the dexcom app but not to the ilet, resulting in the pump remaining in a ¿pairing with sensor¿ state and no sensor alerts being received until the sensor pairing code was correctly entered on the pump during the call. Symptoms included no adverse physiological effects. Outcomes included restoration of sensor-pump communication after successful pairing and no impact on health or hospitalization. Investigation included technical troubleshooting and education to complete sensor-pump pairing. Investigation of this case revealed that the issue was due to incomplete pairing configuration on the pump prior to the call, and device function was normal once pairing was completed. It was concluded, based on previously established findings for similar reports, that the cause was resolved on its own.